Event description:
It was reported that during ptca/stent procedure to treat a mildly tortuous and calcified lesion the stent would not cross a newly implanted proximal stent. The delivery system was removed and the stent was noted to have separated. The stent was retrieved with a snare. The procedure was successfully completed with another stent delivery system.